Manufacturer narrative:
(B)(4). The field service representative (fsr) visited the hospital and found two leaks. One was at the front of the unit where the hoses enter the base. The unit was leaking from a hose clamp. The second leak was at valve 6. The polyvinyl chloride (pvc) connector was leaking where it meets the assembly. The fsr noted specifically how difficult these locations are accessible to evaluate. The unit was run in all modes for an extended period of time with no leaks. The system is no longer leaking, and performs to specifications. The fsr noted that the hospital had never done preventative maintenance (pm) or descaling until very recently. The customer would only drain the units and refill them. As a result of the many years without pm, the unit had collected mineral deposits around many of the fittings/connections. When the user began to descale the unit these mineral deposits began to break down, and the resulting leaks occurred. A MDR remediation activity related to manufactured devices with a FDA product code ¿dwc: controller, temperature, cardiopulmonary bypass heater cooler" was conducted. This report is a result of the ¿heater ¿ cooler response remediation protocol 02-jun-2016.¿

Event description:
After use of the device for a cardiopulmonary bypass procedure, the user reported the cooler heater unit was leaking water in the defrost mode. There were no reported adverse consequences to the patient.